Manufacturer narrative:
(B)(4). Medical device lot # and medical device expiration date; device manufacture date: the exact device used in this incident is unknown. The two following potential lot numbers were provided: lot 6204281, medical device expiration date 07/31/2019, device manufacture date 08/25/2016, lot 6230039, medical device expiration date 09/30/2019, device manufacture date 10/14/2016. Device evaluation: result: a sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported potential lot numbers 6204281 and 6230039. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the patient was sent home with the suspect device after being at the hospital for pneumonia. The device was placed to the back of the hand for infusion of cephalosporins and nothing abnormal was noted during insertion. After the second day of infusion, the family of the patient found the catheter broken after the patient removed the device at home. An x-ray was performed on the patient but no broken catheter was detected.